Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Medical device lot #: the customer provided an erroneous lot # of 924841p45. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of venflon pro safety 20ga 1.1mm od 32mm l experienced leakage during use. The following information was provided by the initial reporter: pci leaks via bd venflon prosafety catheters ref 393224 impacted lot: 924841p45. Our infusion rates never exceed 3 ml/s, which is still the highest rate.

Manufacturer narrative:
H.6. Investigation: one video and one actual sample were received by our quality team for evaluation. The video shows that fluid leaked out from the injection port when fluid was injected from the cannula hub luer. The actual sample was subjected to visual inspection. A damaged valve (ruptured) was observed through the injection port of the returned sample. The incident could be verified based on the video and the sample. A device history record could not be evaluated as the lot number is unknown. The manufacturing process was reviewed. There is an online, 100% inspection on leakage of valve after the valve insertion station and a damaged valve that can cause leakage would be rejected. There is no possibility of contact with the valve after the valve insertion station; therefore, the reported defect could have happened out of the manufacturing plant. As the damage portion of the valve is only at the port opening area, the probable root cause of the damaged valve could be due to pressure built up during use and eventually it would have burst at the injection port opening area. The built-up pressure could be due to the catheter being occluded during use. Example, patient arm position is bent and obstructing the catheter fluid path. However, as it is unclear how the product has been used, the root cause cannot be determined.

Event description:
It was reported that an unspecified number of venflon pro safety 20ga 1.1mm od 32mm l experienced leakage during use. The following information was provided by the initial reporter: pci leaks via bd venflon prosafety catheters ref 393224 impacted lot: 924841p45 our infusion rates never exceed 3 ml/s, which is still the highest rate.